Manufacturer narrative:
(B)(4). The following could not be completed with the limited information provided: date of event ¿ ni - exact date unknown, date explanted ¿ n/a. (B)(4). No devices or photos were returned for evaluation. The device history records were reviewed for the post with no deviations being identified relevant to the reported event. This device is used for treatment. The complaint history review was conducted for the devices and found no additional complaints for the same lots. It was noted in the case forms that there was no deviation from the surgical technique. A definitive root cause of the reported issue cannot be determined with the information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-03038-01516, 01517, and 01518.

Event description:
It is reported that the patient underwent a total shoulder arthroplasty. Subsequently, pain and biceps tendon tenderness was noted at six week post-operative follow-up. Pain, instability, and biceps tendon tenderness was noted to continue at three month post-operative follow-up. Lastly, unusual pain, instability, impingement, supraspinatus/greater tuberosity tenderness, biceps tendon tenderness, and other unknown tenderness was noted approximately one year post-operatively. The surgeon believes the pain may be soft tissue related, and does not recommend revision surgery at this time.